Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. An 8.0 x 40, 75cm mustang balloon catheter was advanced to dilate the lesion. There was no kink with the device noted prior to use and no resistance was encountered during the procedure. Initially, the balloon was inflated at 10 atmospheres. However, upon the second inflation, the balloon ruptured at 10 atmospheres. The device was completely removed and the procedure was completed with a 9mm mustang balloon catheter. No patient complications were reported and the patient's status was good.